Event description:
The customer reported using the hot/cold pack as a cold pack and received blisters after usage. She is treating the burns at home with hydrocortisone cream. This is an isolated case without many such similar complaints received.